Event description:
It was initially reported by the physician that the patient has been having some issues recently with vocal cord paralysis and shortness of breathing. Patient has been fine all along until the last few months. Physician stated that the patient is a chronic smoker and he thought maybe this had something to do with her issues as patient started smoking recently and not when she was originally implanted. Good faith attempts to obtain additional information has been unsuccessful till date.